Event description:
This female with a history of sick sinus syndrome and intermittent complete heart block with paroxysmal atrial fibrillation developed pacemaker syndrome due to a dysfuctional atrial lead. During the procedure to extract the lead, atrial tissue was found to be interfaced between the two electrodes on the atrial lead. The lead broke during attempts at extraction and the lead tip was retained in the atrial tissue. The lead-locking stylet was cut, capped and sutured to the pocket.